Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was plugged in to charge and the charging cord did not insert as expected. Upon removal, it produced a spark and pop. No injuries were reported and no property was damaged during the event.